Event description:
Healthcare professional reported injecting a patient in the dark circles with juvéderm® volbella¿ with lidocaine. Ten months later, the patient experienced a ¿granulomatous inflammatory¿ reaction, but granuloma was rules out because an MRI and ultrasound performed in the area showed that the patient had ¿a thickening of the consistency in the area.¿ event status is unknown.

Manufacturer narrative:
Clarification to e1: phone number is provided as (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.